Manufacturer narrative:
Lot #: m015619. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was 300 mg/dl and insulin injections were used to address the high bg levels. The customer indicated that the occlusion was isolated to the cartridge; however, why the customer thought the issue was due to the cartridge was not specified. The customer has switched to using a different box of cartridges. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.